Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image. A visual inspection of the returned photo noted that the unknown green particle was on the gauze. Due to the image the evaluation of the staplers could not be performed. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device able to be fired, however a green unknown substance fell into the patient cavity. The surgeon flushed the cavity and searched but was unable to confirm if all the components were retrieved.